Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.sections could not be completed with the limited information provided.

Event description:
It is reported that the device was broke upon removal from a tight knee during knee arthroplasty.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the medial condyle. DHR was reviewed and no discrepancies were found. All pieces were returned for evaluation. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.